Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was inaccurate. The customer did not know why the time was inaccurate. Blood glucose was 467 mg/dl. Tandem technical support assisted the customer with correcting the time on the pump.